Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. This is an ancillary service event. A visual inspection was performed and identified the damaged battery. The cause of the damage could not be determined. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged battery. No additional information is available.